Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on december 28, 2020 mentor became aware that it erroneously submitted the incorrect manufacturer record evaluation statement with the initial report. The incorrect statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation review could be performed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with an unknown mentor gel implant experienced left sided baker grade IV capsular contracture post procedure. The capsular contracture was diagnosed through a physical. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on december 28, 2020 mentor became aware that it erroneously omitted from d7a, d8, and d9 from the initial report. The correct values have been populated with this report.